Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced "stimulation in the wrong location." It was stated the patient felt "stimulation down her legs" starting the night prior to report. The patient noted her stimulation was up to 10 and "was comfortable." It was stated the patient was scheduled to see her health care provider (hcp) the day after report. The patient was redirected to her hcp. Additional information has been requested. A supplemental report will be filed if additional information becomes available.